Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge pacs is a scalable solution that supports a distributed workforce and delivers operational efficiencies through web-based access, common worklists, and comprehensive workflows. The customer reported that a new patient came in for a procedures. The technologist clicked on prior studies and noticed there was a big list and since it was a new patient, there should not have been priors at that point. Specifically, they noticed a test patient's study was associated with an actual patient's study. It was determined to be a potential safety issue due to the possibility of in advertently combining studies from different patients. On 12/4/15, the observation table was updated with the correct patient. Sisu will suppress the urn from coming through on future hl7 messages to pacs to prevent this issue from happening again in the future. (B)(4)